Event description:
The day after implant the lead was found to be dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. During the visual inspection a bent fixation helix was found. Bending the fixation helix requires the presence of severe mechanical stress. Based on the damage, it is reasonable to assume that forces applied during the surgery contributed to this observation. However, a thorough analysis of the lead did not show a definite root cause which might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.